Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006; d224drg ICD, implanted: (B)(6) 2011. The full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were returned after being explanted and replaced for an MRI. The leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.